Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported that they got knocked down by lightning on (B)(6) 2015 and their implantable neurostimulator (ins) battery was drained instantly. The ins was able to take a charge. There were no patient symptoms reported. The patient was going to follow-up with their doctor. The patient was indicated for non-malignant pain and complex regional pain syndrome type I. No cause of the event was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.